Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the pacemaker clinic feeling lightheaded. Upon device interrogation it was noted that there was no capture on the ventricular lead. The physician had intended to revise the lead but was having difficulty manipulating the lead. The lead was instead explanted and replaced. No further patient complications have been reported as a result of this event.